Manufacturer narrative:
No fix or workaround documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no table/arch movement; can crashed; diaphragm error on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.